Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusions set tube leakage event on (B)(6) 2024 after 24 hours. Leak before end of 3 days. Infusion set has been used for 1 day. No further information available.